Event description:
It was reported to philips that the device's screen shield is in a bad shape. The customer did not allege any device malfunction related to this report. The device was not in use on a patient. No adverse event involving patient or user was reported.